Event description:
Info received indicates during preventive maintenance check, the tech found the ground resistance reading was out of the normal range.

Manufacturer narrative:
The tech replaced the power cord plug to repair the bed.